Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found the tip coils were pushed distal from the center solder for a length of 4 millimeters. There was a stretched coil, vertically, 2.2 centimeters (cm) distal to the center solder. There were two bends in the tip 2.5cm and 3cm distal to the center solder. The teflon was scraped 2.5 cm proximal to the femoral marker for a length of 5 mm. There were fibers on the coils 5.2 cm distal to the proximal solder. Difficulty shaping the tip may be due to, but not limited to, shaping technique, damaged tip coils or mishandling. In this case, a conclusive case for the difficulty shaping the tip could not be determined. The stretched tip coils are likely due to mishandling during tip shaping and subsequent interaction with the anatomy or associated devices during removal. Additionally, the scraped teflon is likely due to interaction with the guide catheter or rhv during removal. There was no damage or peeling of the teflon prior to use, suggesting that the damage occurred during use. Analysis was performed to identify the fibers note on the coils. The chem lab results suggest that the fiber scans resemble types of cellulose fibers similar to cotton ball fiber, kimwipe fiber, or lens cleaner fiber. This suggests the tip was wiped down or in contact with gauze or like material. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query the complaint handling database for the reported lot was performed and there have been no other incidents for peeling or stretched tip reported for this lot. There is no indication to suggest a lot specific product deficiency.

Event description:
It was reported that the procedure was to treat a bifurcation between the left anterior descending artery (lad) and the diagonal. A xience prime stent was successfully implanted at the level of the bifurcation lesion. In order to post-dilate the xience prime stent, the guide wire was changed to a bmw elite guide wire. The physician experienced some difficulty to shape the guide wire during preparation and force was applied to shape the guide wire. Under fluoroscopy it was noted that the guide wire appeared to be damaged 1 cm from the tip of the guide wire. The procedure was concluded successfully with the post-dilatation of the xience prime with an nc trek balloon. Upon removal from the patient, the bmw elite guide wire was noted to be damaged in three points. The guide wire tip was a bit stretched and in three areas, the coating appeared to be peeled. According to the physician, there were no pieces of coating thought to have been lost in the patient anatomy. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.